Manufacturer narrative:
It was reported that the patient sustained a traumatic fall and impact injury. It was reported that the tibial component has loosened and subsided. A revision surgery is planned to exchange the tibial component and poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient sustained a traumatic fall and impact injury. It was reported that the tibial component has loosened and subsided. A revision surgery is planned to exchange the tibial component and poly inserts.